Event description:
The user facility reported that the centrifugal pump appeared to be leaking during a bypass procedure. The perfusionist determined that no action was necessary and the unit was not changed out. The procedure was completed successfully with no further complications reported. Additional event specific info was not available.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage to be a breach in the internal seal. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow up.